Manufacturer narrative:
Date sent: 05/23/2008. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported during a ladg procedure, the duckbill valve fell into the pt's abdominal cavity. Another device was used to complete the case. The device was discarded.